Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site. Subsequently the patient was taken to the operating room on (B)(6) 2014 and administered general anesthesia and intravenous antibiotics to facilitate a fixture and abutment exchange. The device has not been made available for analysis as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.